Event description:
Information received from the article, yoon jw, siddiqui ah, dumont tm, et al. Feasibility and safety of pipeline embolization device in patients with ruptured carotid blister aneurysms. Neurosurgery. 2014: 75(4): 419-429. This case series reports the physician¿s initial experiences with the pipeline embolization device (ped) in the treatment of ruptured blister aneurysms. All the patients in the study presented with small ruptured wide necked and thin walled aneurysms arising at the non-branching sites in the distal ica (internal carotid artery). All the patients were given aspirin and clopidogrel prior to the procedure, but different antiplatelet therapy was added for patients that were plavix resistant. Eleven patients were treated with a total of twelve ruptured blister aneurysms underwent ped treatment. None of the patients suffered re-bleeding during the perioperative and follow-up periods and none of the patients required additional treatment at the site of aneurysmal rupture. Three major symptomatic perioperative complications occurred. There was one middle cerebral artery territory infarction, one ipsilateral vision loss, and one death. Two patients had perioperative complications with no clinical consequences. One was an asymptomatic ica dissection caused by the guiding catheter. The other patient had complete stent thrombosis and occlusion of the ica. These patients were asymptomatic immediately post procedure and at follow up visits (all for the exception of the one death). One patient presented with a small ruptured aneurysm measuring 2.96mm x 1.96mm located in the dorsal lateral wall of the supraclinoid segment of the left ica and underwent ped treatment involving two pipelines and some coils. Final angiographic images demonstrated aneurysm obliteration and no extravasation of dye but they did show persistent absence of flow through the left ophthalmic artery. Twelve hours later, the patient was noted to have worsening of his neurological deficit (right-sided weakness, right-sided facial droop, and right-sided neglect). Cerebral angiogram showed patency of the ped with no intraluminal thrombus and restoration of flow through the ophthalmic artery. No endovascular intervention was pursued, and the patient was maintained on aspirin and clopidogrel. Four days after the procedure, the patient had no light perception in the left eye with a left afferent pupil defect. Dilated papillary examination revealed retinal whitening consistent with central retinal artery or ophthalmic artery occlusion. The patient¿s mrs=2 at 30 follow-up. At one year follow-up, the patient still had no light perception. The patient¿s mrs=2. A repeat angiogram at this time showed patent flow across the ped with no evidence of stenosis as well as patent flow through the left ophthalmic artery. There was no residual filling of the aneurysm. The patient's right eye was 20/20 with a full field of vision, and has resumed regular physical activities. At 18 month follow-up, dsa (digital subtraction angiography) showed complete obliteration of the aneurysm.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The other device involved in the event is as follows: model#: not reported / lot number: not reported / dom: n/a / exp n/a. (B)(4).